Event description:
It was reported that there was oversensing on the ventricular lead. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4), the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Interference/noise was noted as ventricular short interval count v-sic was 37.7 counts avg/day, in 16.27 days, between (B)(6) 2011 09:15:38 and (B)(6) 2011 15:46:51.

Event description:
It was reported that there was oversensing on the ventricular lead. The lead remains in use. No patient complications were reported as a result of this event.